Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic for a follow-up, an alert for non-sustained right ventricular oversensing was observed. Oversensing could be reproduced with deep coughing. The low frequency attenuation filter was turned off. The source of oversensing signal could possibly be from coughing fits. Pacemaker mediated tachycardia episodes were also observed and the post ventricular atrial refractory period was increased. There are no more reoccurrence of oversensing or pacemaker mediated tachycardia episodes. The patient condition is good.